Event description:
The treating doctor reported that one patient is experiencing a delayed visual recovery in the left eye following laser vision correction. The patient's best corrected visual acuity in the left eye is 20/40.

Manufacturer narrative:
No service on the equipment was requested. The equipment is continuing to be used at the facility. The treating doctor consulted with an amo medical monitor to discuss the patient's outcome and retreatment.